Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the same day as diagnosis of the peritonitis, the patient was hospitalized. The cause of the event was not reported. The patient was treated with an unspecified antibiotic (intraperitoneal, dose, frequency, and duration not reported). Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.